Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed to cool during decon. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they stated that their device would not cool during their functional verification. Ran a check with them and the flow rate was 1.7, chiller temperature was 3.8, mixing pump command was 100 percentage, inlet pressure was -7.0 and mixing pump failure. They requested a quote for 2000 hour service. As per sample evaluation results on (B)(6) 2023, it was reported that the tank gaskets are worn and torn. Performed 2k pm service on the unit.

Event description:
It was reported that they stated that their device would not cool during their functional verification. Ran a check with them and the flow rate was 1.7, chiller temperature was 3.8, mixing pump command was 100 percentage, inlet pressure was -7.0 and mixing pump failure. They requested a quote for 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that their device would not cool during their functional verification. Ran a check with them and the flow rate was 1.7, chiller temperature was 3.8, mixing pump command was 100 percentage, inlet pressure was -7.0 and mixing pump failure. They requested a quote for 2000 hour service. As per sample evaluation results on 12dec2023, it was reported that the tank gaskets are worn and torn. Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed to cool during decon. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.